Manufacturer narrative:
Correction to g2 to align with e2/e3 of the initial medwatch. Additional information received from the customer. See b5 for update made. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, channel port detached was confirmed. The root cause as to why the channel port was detached could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred post- surgery. The field service engineer reported the procedure was about to finish and the hospital found the device was not that smooth to operate." The procedure was for an endobronchial ultrasound (ebus)¿transbronchial needle aspiration (tbna). The procedure was finished with the same device with no delay and no patient impact.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found the channel port was detached. After being reinstalled, it restored to normal. The device has been returned to the customer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had loose jaws on the tube. It is unknown when the issue was found. There were no reports of patient harm associated with the event.